Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that after the customer dropped the pump 10 feet onto a ceramic floor, customer received a minimum fill notification after filling multiple cartridges with 200 units of insulin. Customer's blood glucose was 374 mg/dl and ketone level was moderate. Reportedly, customer reverted to using an alternate method of insulin therapy.